Manufacturer narrative:
The technician found that the head section brakes were working and that the stretcher was missing the connecting rod. The technician replaced the connecting rod to resolve the issue.

Event description:
Technician alleged that the brakes at the foot section of the stretcher do not hold. No patient was injured.